Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. Customer stated they had tried all remedies. Customer troubleshoot was performed. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm.